Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and rtt loss was observed within the investigation window. Functional tests were performed and passed relevant testing. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.